Event description:
A report was received that the patient had difficulty charging his ipg. The physician found out that the ipg is tilted. The patient underwent pocket revision and has successfully charged his ipg.